Event description:
During an eps case, the surgeon complained that a locking in the "b" position did not lock initially. Case completed and no adverse consequences reported.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.